Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several power switching events over a few days. The patient presented to the hospital for inspection of their equipment and they discovered a bent pin on one of the power ports of the controller. The controller and all the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional devices: medical devices: (B)(4) - battery. Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it was reported that the patient was experiencing power switching. In addition, it was reported that the controller had a bent on one of the power ports. The controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned batteries revealed the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed a bent pin on power port two (2) of the controller; the damaged pin did not allow the battery to connect to a controller. As a result, the reported bent pin on one of the power ports of the controller was confirmed. The most likely root cause of the reported bent pin can be attributed to a misalignment between the power port and battery output connector. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). As a result, the reported power switching was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware is investigating momentary disconnections. Additional devices: (B)(4)- battery / catalog number 1650de / expiration date: 04/30/2017 2017-11-16. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis/investigation results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching. In addition, it was reported that the controller had a bent on one of the power ports. The controller (B)(4) and six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned batteries revealed the devices passed visual examination and functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned controller also revealed a bent pin on power port two (2) of the controller; the damaged pin did not allow the battery to connect to a controller. As a result, the reported bent pin on one of the power ports of the controller was confirmed. The most likely root cause of the reported bent pin can be attributed to a misalignment between the power port and battery output connector. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). As a result, the reported power switching was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Manufacturer investigated momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. ***multiple devices heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 04/30/2017 device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 05/31/2017. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 04/30/2017. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 04/30/2017. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 04/30/2017. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 04/30/2017. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced several power switching events over a few days.  The patient presented to the hospital for inspection of their equipment and they discovered a bent pin on one of the power ports of the controller.  The controller and all the batteries were exchanged and remain in use.  No patient complications have been reported as a result of this event.